Event description:
It was reported that the patient was found in cardiac arrest with ventricular fibrillation untreated by the device. The patient had to be resuscitated and external defibrillation was performed, causing the device to enter back-up vvi mode. Attempts to download device firmware were unsuccessful. The device was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
Evaluation description: the reported output anomaly and backup vvi were confirmed in the laboratory. Visual inspection noted arcing on the device can. It is believed that during therapy charging, the high voltage lead arced to the device can, damaging the hv output circuit. The cause of the backup vvi could not be conclusively determined.